Event description:
The customer reported error code e216 (scope communication error) was displayed on the scope. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During inspection and testing of the returned device, the adhesive on the objective lens was also found to be peeled. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. Error code e216 was observed due to debris on the electrical contact part of the videoconnector. The adhesive part of the objective lens was also found to be peeled off due to deterioration caused by chemical and/or physical stress. In addition, the insertion section, control body, and connector were damaged, the adhesive of the distal end was damaged, angulation was insufficient due to a stretched angle wire, and the label on the scope connector was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of charged coupled device (ccd) unit, failure of internal board of scope connector, or the system. Olympus will continue to monitor field performance for this device.